Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that after bilateral implantation of intraocular lens (iol), the patient had trouble with glare at night driving, letters were sloppy and patient see well up close but see poorly in the distance. The patient was prescribed with corticosteroid drops, a lot of tears drops. There are two medical device reports associated with this patient. This is 2 of 2.